Manufacturer narrative:
Lead model 3986 serial #(B)(4). Implanted: (B)(6) 2010 explanted: 2010 extension model 748951 serial #(B)(4). Implanted: (B)(6) 2033 explanted unk extension model 748951 serial #(B)(4). Implanted: (B)(6) 2033 explanted unk.

Event description:
It was reported that the patient had their neurostimulator system removed due to a mrsa infection after unrelated back surgery (noted as spinal fusion t1 to s1 and a cage placed around the lumbar region). It was also noted that the patient needed to have 2 mris every 3 to 5 years to check for brain and spinal tumors due to her neurofibramatosis. The mrsa infection was located in the lower back region. The patient had a PICC line placed and treatment with vancomycin over an 8 week period was initiated. Further "hardware" was removed which was then followed by an additional course of vancomycin for 6 to 8 weeks. The patient subsequently desired to have a new neurostimulator implanted. Additional information was requested but was not available at the time of this report.